Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 325cc mentor smooth round moderate plus profile (catalog #: 3502350, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with a 325cc mentor smooth round moderate plus profile prosthesis and experienced postoperative left-sided deflation. The patient stated that her left breast was completely low and the side reduction was noticeable. As a result, the patient had the implant explanted on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the date of implantation, the revision surgery, the replacement devices, and the patient's symptoms. Initially the date of implantation was reported as (B)(6) 2011. However, additional information reveals that the actual date of implantation is (B)(6) 2011. The patient experienced an inclusion cyst. The patient underwent bilateral removal and replacement with a 350cc mentor memorygel breast implant (left catalog #: 3503504bc, left serial #: (B)(6) and a 425cc mentor memorygel breast implant (right catalog #: 3504254bc, right serial #: (B)(4). On (B)(6) 2020, the suspected medical device was returned for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, a crease was observed in posterior view. Additionally, a tear within the crease was noted, measuring approximately 0.4 cm. The evaluation determined that the rupture is consistent with a crease/fold rupture. These kind of findings is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).